Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h6.

Event description:
Patient reported right side exchange from textured to smooth implant exchange due to concerns with the device, capsular contracture baker grade IV, "issues on the right side breast/chest muscle/shoulder and clavicle area", "muscular pain on the right chest/shoulder any heavy lifting swelled and pushed the right implant off to the right side and down towards the incision area", and "numbness in arm/hand on the right side at night during sleeping". Device has been explanted and replaced.

Manufacturer narrative:
Clarification to b3 date of event: partial date "mid 2024." A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side exchange from textured to smooth implant exchange due to concerns with the device, capsular contracture baker grade IV, "issues on the right side breast/chest muscle/shoulder and clavicle area", "muscular pain on the right chest/shoulder any heavy lifting swelled and pushed the right implant off to the right side and down towards the incision area", and "numbness in arm/hand on the right side at night during sleeping". Device remains implanted.

Event description:
Patient reported right side exchange from textured to smooth, capsular contracture baker grade IV, "develop muscular pain on the right chest/shoulder any heavy lifting swelled and pushed the right implant off to the right side and down towards the incision area," "numbness in arm/hand on the right side at night during sleeping. " device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ edema: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, opening, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.